Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing, nausea, headaches and runny nose. The patient alleges that the device is not working and will not turn on. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient provided this information on 02/25/2022 instead of the previously reported date of 06/30/2022.